Manufacturer narrative:
Follow up 02/23/2016: customer indicated that blood glucose (bg) levels remained elevated after changing supplies; however, no specific date range or bg values were provided. Customer indicated that infusion site was changed and an insulin injection was administered to stabilize bg levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 500 (mg/dl). Reportedly, pump made a "scratching" sound during bolus delivery, and customer was not seeing drops of insulin exit the end of the tubing following a bolus delivery. Customer changed pump supplies and administered an insulin injection to treat bg levels. Recommendation was made to change tubing and consult with health care provider to discuss diabetes management.